Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during administration of an intramuscular injection of zypadhera 405 mg (210 mg × 2) into the upper left quadrant of the left buttock, the nurse tightened and checked both the safety cap and needle multiple times prior to the procedure. After aspiration and during injection, the syringe needle detached from the orange safety cap. Approximately 1.5 ml of the remaining medication in the syringe spilled onto the patient¿s buttock and back. The needle was removed from the patient without injury, and the cannula remained in the patient¿s skin. A new syringe was prepared, and the medication was successfully administered without further issues. No patient harm was reported. Potential item numbers el31915, el1915 or sb5021 and potential lot numbers 6064770, 4318785 or 6002496.